Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil was protruding from tip of the microcatheter. The target lesion was located in the mildly tortuous and non calcified internal iliac artery. A 4mm x 15cm interlock¿ was selected for use. During the procedure, the coil was used with a renegade18 2m microcatheter to perform embolization procedure. This was the 8th coil used. When the coil was was pulled back several times in the blood vessel during positioning, it was noted that coil became stuck in the catheter's tip. The coil was removed by pulling out from the sheath together with the microcatheter. The procedure was completed with another of the same device. No patient complications were reported.